Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The following information was requested, but unavailable: did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line?

Event description:
It was reported that during an unknown procedure, after attempting an ileotransverse anastomosis, it was found that it was completely opened (half of the anastomosis). The stapler was difficult to handle, which resulted in opening new equipment due to the severity of the case (emergency surgery). There were no patient consequences. The patient had no permanent damage, did not need to be hospitalized or had to be prolonged due to product problems, did not need to be re-operated or had any serious damage.